Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with the original device. No complications were reported and the patient was in good condition.